Event description:
Adc was informed by nipro regarding a non-insulin dependent patient that they had received unknown inaccurate high readings from a health care provider's freestyle freedom (connect) meter. According to the hospital, they treated the patient with insulin and food based on the readings received. The hospital further stated the customer experienced a "diabetic coma" and lost consciousness shortly after receiving the insulin and "patient recovered by treatment". The hospital also reported receiving a reading of 255mg/dl on their meter after the medical event and as the nurse doubted the adc meter results an additional blood sample was obtained within 10 minutes resulting in a lab reading of 10mg/dl. When plotted on a parkes error grid, the readings fell into the "e" zone showing the difference in values to be clinically significant. No additional treatment or diagnosis was provided in this report. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The heath care facility's adc meter has been requested back for investigation, and a supplemental report will be sent once investigation results have been completed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 405 mg/dl and 85 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Cusrtomer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.